Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as 6-8 months ago (2016).

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient claimed the felt ¿low stimulation¿ from their implantable neurostimulator (ins) and ¿tells¿ stimulation is on when it¿s not. The belt was put on the patient so they can tell if it is on or off. The patient also claimed that at different times during the day they wanted the stimulation off even though it was off. It was noted that the patient was recently diagnosed with dementia.